Event description:
It was reported that the left ventricular (lv) lead had dislodged and was experienced loss of capture. The lead was turned off for "quite some time" then explanted and replaced in order to improve patient symptoms (the patient is end stage heart failure and dnr, do not resuscitate). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1dcrt-d, implanted: (B)(6) 2014; 6725 adaptor, implanted: (B)(6) 2014. (B)(4).